Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported uncomfortable stimulation. Patient mentioned they increased the stimulation too high it was not comfortable so the decreased it and it was resolved. Patient also reported that they have been getting up more in the night than he had been. Patient also mentioned that they adjust the ins only every couple of weeks n they felt it was not working. No further complications were noted or anticipated